Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was explanted due to medical reasons. No further info was given at this time.